Event description:
It was reported that iab was inserted via sheath in an emergency situation. Insertion was problem free. After a couple of hours, iabp experienced a helium loss alarm. Display indicated iab volume was 5cc. Augmentation was seen in the ap line. Ap line indicated that >5cc were inserted in iab. Iab was removed. Re-insertion not required. There were no reported patient complications.